Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass for aortic valve replacement, the oxygenator was clotting despite aggressive heparin administration (506u/ kg loading dose) and an act of 839 and the heparin concentration greater than 400 u/kg . The event occurred during retrograde priming of the arterial line and oxygenator, pre bypass. Per user facility they retrograde the arterial line first and then the venous line, on their circuit, they open a shunt into an empty bag of saline immediately distal to the roller pump head. This allows the blood to flow from the aortic cannula, to the arterial line, through the oxygenator and into the saline bag. An additional 60,000 unit of heparin was given (20,000 from anesthesia + 40,000 into the pump) after the clots in the oxygenator were discovered, the oxygenator was changed out. Patient required 3 rbc transfusion. Patient did well post-operatively. There was a blood loss of less than 260 ml; there was 15-20 minutes delay; product was changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 21, 2018. (B)(4). The returned sample was visually inspected and no obvious anomaly such as a break was found. The actual sample after having been rinsed and dried was built into a circuit with tubes and bovine blood was circulated and the pressure loss was determined at each flow rate. The obtained values were confirmed to be within the specifications. No obstruction inside the oxygenator module was verified. Water was flushed through the blood phase. There was no presence of clots forming inside the oxygenator module. The investigation result verified that the actual sample was the normal product with no issue related to clotting and it is difficult to determine the definitive cause of this complaint. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.